Manufacturer narrative:
Follow-up #1, date of submission 05/27/2014. Device evaluation: the meter has been returned and evaluated by product analysis on 05/19/2014 with the following findings: the returned meter powered up normally and was paired successfully with a test pump. The meter record showed evidence of boluses being performed after the 15 minute blood glucose (bg) check limit. A bolus was performed immediately after measuring bgs and there were no inappropriate messages received. Another bolus was performed 30 minutes after measuring bgs and the meter gave an appropriate warning. Product analysis was unable to duplicate the compliant during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a meter error issue. The reporter stated that a blood glucose (bg) greater than 15 minutes error message had occurred 3 or more times in the last 30 days. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.